Manufacturer narrative:
Section h10:(h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, a poly swap was scheduled for (B)(6) 2021. All needed materials (implants and instruments) were prepared the day before. The implant record was obtained. The surgeon was told his only options were replacing the 22mm insert that was in there or increasing to a 26mm or 30mm. Early in the day on the date of surgery we (rep and surgeon's staff) looked at the pics of the case and informed the surgeons of our concerns. The femur needed to be revised and due to the sizes of existing implants our systems parameters may no cover the gap and a total femur may be needed. The surgeon canceled the procedure on the left knee and proceeded to scope the right knee. Patient was scheduled for a poly swap. That was deemed inadequate in a group discussion. The procedure was canceled and referred to a revision specialist. Patient continued on with scope of right knee but left knee revision was cancelled and referred to another hss surgeon. The were no devices removed to be returned for analysis. Additional information received indicates that left knee revision was scheduled due to massive instability and pain.